Event description:
I have a dream station CPAP device that has been recalled. The problem is, it is not working correctly, and because the machine has been recalled the seller (rotech healthcare) refuses to help me get a replacement or even look at the machine. I have had the machine for 3 years (approx.) And it does what they call "raining" in your face all night long. This can lead to lung infections from all the condensation that builds up and drips in my face constantly all night long. I have turned down the humidity and it still drips in my face all night long. I can't breath without my machine at night so yes this a big issue this is not part of the recall yet these companies are able to refuse to help fix it. So this leaves the consumer in a very bad and unhealthy situation. Why is no one doing anything to get new machines out to consumers? I registered mine probably 6 months ago for the recall. I was told by rotech 1/28/2022 that medicare patients are getting replaced first and no one can tell me when the replacement machine will be sent. My current machine has a serious issue, not sure if it's related to the recall but very unfair that I can't get any help to get this one fixed. If I get a lung infection from this I will be sueing, and I bet there will be a class action lawsuit over the horrific treatment we are receiving as CPAP wearing medical devices are required to keep me from having a stroke, etc. Severe sleep apnea is not a joke, why do they think we have to wear a device every night of our lives? Why do we have the FDA if they are allowing the makers of the CPAP machines to just take their sweet time and not even fix any other issues we may be having with our machines?. Not sure what tests you are looking for. FDA safety report ID # (B)(4).